Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) and shock channels. Additionally, high out of range pacing impedances were observed. Boston scientific technical services reviewed device data and recommended trouble shooting. The troubleshooting was not performed and the physician instead elected to replace the rv lead. A revision procedure was performed and the competitor's rv lead was replaced. This crt-d remains in service. No adverse patient effects were reported.